Event description:
The following was reported to davol: (B)(6) 2013 - the patient underwent an abdominal ventral hernia repair and was implanted with a bard ventrio hernia mesh. (B)(6) 2013 - the patient noted discharge from her abdominal wound and was diagnosed with an abdominal wound infection. The wound was aspirated and she underwent explant of the ventrio hernia mesh. The contact reports that since the explant procedure in 2013 the patient has been having postoperative wound healing complications and had on multiple occasions a wound vac placed to help assist with wound closure. It is reported that the patient has undergone 4 additional surgical procedures to help assist with wound healing and closure. As reported the wound is currently still draining. The contact reports that there is an additional surgery scheduled to perform another attempt at closing the abdominal wound. As reported the patient is no longer able to work and she no longer has a ¿belly button.¿ addendum per attorney alleges per short form that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
This is an addendum to the initial MDR to document corrected information provided by the patient's attorney. The additional information is limited to the ventrio st implantation date of (B)(6) 2013. Not returned.

Manufacturer narrative:
With the limited information available at this time, an assessment cannot be made in regards to the allegations made by the complainant, as such no conclusion can be made. Medical records have not been provided, nor has the contact provided product identifiers. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
The following was reported to davol: (B)(6) 2013 - the patient underwent an abdominal ventral hernia repair and was implanted with a bard ventrio hernia mesh. (B)(6) 2013 - the patient noted discharge from her abdominal wound and was diagnosed with an abdominal wound infection. The wound was aspirated and she underwent explant of the ventrio hernia mesh. The contact reports that since the explant procedure in 2013 the patient has been having postoperative wound healing complications and had on multiple occasions a wound vac placed to help assist with wound closure. It is reported that the patient has undergone 4 additional surgical procedures to help assist with wound healing and closure. As reported the wound is currently still draining. The contact reports that there is an additional surgery scheduled to perform another attempt at closing the abdominal wound. As reported the patient is no longer able to work and she no longer has a ¿belly button.¿